Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that bleeding occurred after cutting sealed tissue although an end tone, indicating a completed seal cycle, was heard. The surgeon stated that he did not see any evidence of energy delivery when sealing. Another device was used to complete the procedure without incident. There was no pt injury.